Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient never got relief from their implantable neurostimulator (ins), and therefore they had a full system explant. No further complications were reported. The issue was noted to be resolved at the time of the report.